Event description:
It was reported that this pacemaker was part of a system revision due to erosion and infection. Reportedly, the patient's body does not heal well. And the lead was popping out of incision. There was no additional adverse patient effects were reported. This pacemaker was explanted.